Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air alarms occurred at the end of routine hemodialysis treatment. Air recovery procedures were performed, however, no air was visible. Rinseback was not performed due to the amount of time spent troubleshooting the alarms, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. Eval of the returned cycler identified a damaged wire to the arterial air sensor, which would result in intermittent signal loss and trigger air alarms. Facility staff has been notified of the blood loss event. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.